Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered syncope the day prior and was escorted to the emergency room by emergency medical services (ems). It was noted the patient's heart rate was bradycardic. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.